Event description:
It was reported that during a surgical procedure, the permanent cautery spatula instrument was arcing. The instrument was removed and replaced and the procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation discovered arc tracking at the cable crimp in the yaw pulley. Engineering determined that the cable crimp came into contact with the body of the spatula within the molded section and this contact allowed the instrument to arce.